Event description:
Reporter stated the display of the blood glucose monitor is defective and he can only see about on half of the display. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).